Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG v6 signal loss. There was no report of pt impact. The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause.

Event description:
The customer reported 12-lead ECG v6 signal loss. There was no report of pt impact.